Manufacturer narrative:
(B)(4). Medwatch# mw5068365. The customer returned a 7fr ptd catheter assembly. The returned component appeared to be used. Two of the basket wires were detached from the distal connector. Microscopic examination of the basket assembly revealed the connector welds were complete without voids. The ends of both broken basket wires were jagged. Some of the broken wire remained inside the open well of the distal connector assembly. A manual tug on the other two wires revealed that they were secured to the proximal connector assembly. The black pebax tip remained secure on the distal connector assembly. The orange lumen was present, but the proximal end of the lumen was pulled out of the proximal connector. The orange lumen had impressions of the basket wire in it adjacent to the proximal connector. The basket could be rotated by turning the end of the catheter assembly by hand. A review of the device history records (DHR) for the ptd catheter assembly did not reveal any manufacturing related issues. Other remarks: the instructions for use (IFU) provides warnings that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1 cm/second is recommended when sharp radii are encountered. The reported complaint of the ptd basket wires disconnecting from the basket during use was confirmed through visual examination of the returned sample. Two basket wires were disconnected from the distal basket connector and pieces of the wire remained in the cavities. A DHR review was performed and it did not reveal any manufacturing related issues. The investigation found no evidence to indicate a manufacturing related issue. Based on the damage observed to the basket assembly and the time of occurrence, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the trerotola device was placed in the graft. The trerorola tip broke off and remained within the clotted graft. The patient had multiple vein grafts and did not want to get another graft. When the doctor went into the graft to clean it, one of the circular wires broke and fell into the graft. The doctor was unable to remove the piece out of the graft and felt comfortable leaving the piece in the vein as there is no blood flowing/circulating in that particular graft. The patient was informed and was fine with the decision to leave the piece in the graft.

Manufacturer narrative:
(B)(4). Medwatch# mw5068365. The device sample was not returned for evaluation at the time of this report. Lot# 13c16l0556 - the lot# that the customer provided on the medwatch (13f16l0128) was for the entire kit not the individual catheter. The lot listed in the batch field (in sap) is the lot# for the individual catheter.

Event description:
The customer reports that the trerotola device was placed in the graft. The trerorola tip broke off and remained within the clotted graft. The patient had multiple vein grafts and did not want to get another graft. When the doctor went into the graft to clean it, one of the circular wires broke and fell into the graft. The doctor was unable to remove the piece out of the graft and felt comfortable leaving the piece in the vein as there is no blood flowing/circulating in that particular graft. The patient was informed and was fine with the decision to leave the piece in the graft.